Event description:
On (B)(6) 2013, the customer reported, it was reported by the physician¿s office that the lead was fractured. The lead was capped on (B)(6) 2012 and replaced with a competitor¿s lead. The patient was complaining of sever shortness of breath and dyspnea upon exertion. The lead was actively implanted for approx. 11 years, 4 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if add¿l info becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device¿s labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.